Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead output was programmed subthreshold. This resulted in the pacemaker dependent patient experiencing periods of asystole. The lead remains in use. No further patient complications have been reported as a result of this event.